Manufacturer narrative:
One device was returned for repair with complaint of error code 41622. This device has not been in for service in the review period. The reported problem was replicated with functional testing. No applicable evidence to review in the event log. The cause is a faulty optic switch. Replaced the optic switch assembly to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: event unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 41622. There was no patient involvement.